Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that, "the doctor was nailing a femur and he was trying to back slot and the metal piece on the targeting device broke."